Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: all electrical measurements performed on the lead found to be normal. The dried blood that was noted inside the lead body entered through the tip opening.

Event description:
It was reported that three episodes of oversensing were visible in the bipolar egm of the right ventricle. A lead revision was performed and the physician believed the event was due to blood clotted in the coils and suture sleeve. Patient condition is good.